Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information is not available per hospital protocol. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Surgeon revised shell/liner due to instability used competitor new shell/liner with universal sleeve and ceramic head. Retained stem. No other info per hospital protocol.